Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump was received with scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer was in water for 10 minutes with the pump on. The customer's blood glucose level was 400mg/dl. The customer states there is fluid under the lcd display. The customer was advised the pump would be replaced and returned for analysis.